Manufacturer narrative:
(B)(6). Physio control evaluated the customer's device and verified the reported issue. After replacing the keypad and the therapy pcb assembly and other unrelated repairs, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device displayed a service message. Upon initial evaluation, physio control observed that the device had logged an event code in its memory which is indication that device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the event code was logged in the device¿s memory. Physio replaced the device¿s main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Based on the information available, physio-control has determined that the likely cause of the reported issue was excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly. When this occurs service event code a00b is logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio control to report that their device displayed a service message. Upon initial evaluation, physio control observed that the device had logged an event code in its memory which is indication that that device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.